Event description:
On (B)(6) 2011, abbot point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. The customer also reported that the back of the analyzer was hot to touch. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).